Manufacturer narrative:
(B) (4). (B) (4). Results and conclusions summation - in this case, there was no reported product deficiency. The reported pt effects are known adverse events listed in the instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported, via clinical trial, that after predilatation and deployment of the xience v stent in the mid left anterior descending artery, a dissection occurred. A second xience v stent was deployed to treat the dissection. The pt was discharged on (B) (6) 2010, with no adverse pt sequela. There was no reported product malfunction. No additional event or pt information is available.